Manufacturer narrative:
Based on the available information, the company does not have enough details to investigate. No further information was received regarding this case so far.

Event description:
Gait disturbance and loss of taste following essential tremor treatment (conducted in september 2020, the exact date is unknown).